Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they had air bubbles anomaly. They used a new reservoir that had both little and big air bubbles. The reservoir was at room temperature. The customer¿s blood glucose was 231 mg/dl. Troubleshooting was performed. The air bubbles were not removed successfully. They had the issue with four reservoirs. The reservoir will not be returned for analysis.